Manufacturer narrative:
Investigation included user interview and troubleshooting. Investigation of this case revealed use error related to administering a meal bolus as a corrective action rather than allowing device-driven correction. It was concluded that the event was attributable to user technique and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user observed rising blood glucose around 189 mg/dl and delivered a meal announcement without eating, after which blood glucose fell to 42 mg/dl and stabilized following treatment with oral carbohydrates; education was provided on avoiding meal announcements when not eating and on using correction boluses appropriately, noting that the ilet provides autonomous corrections when out of range. Symptoms included low glucose with urgent low and low-soon alerts and rapid glucose decline. Outcomes included transient hypoglycemia managed with oral glucose and subsequent glucose stabilization without medical intervention or hospitalization.